Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
A patient reported they experienced the events of ¿implants flipped¿, ¿pain¿, ¿fluid around the breast¿, ¿plastic surgeon informing me at that time of the small links to cancer¿, and ¿cyst¿. Affected device is unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Continued from health effect - impact code: f2201, f2203.

Event description:
A patient reported they experienced the events of ¿implants flipped¿, ¿pain¿, ¿fluid around the breast¿, ¿plastic surgeon informing me at that time of the small links to cancer¿, and ¿cyst¿. Affected device is unknown. The device has been explanted.